Event description:
Technical services received a call on (B)(6) 2011 from sales rep. Called about mdt brady lead issue identified at changeout of mdt device. Rep. States that impedance was normal in bipolar. Went tip to pocket and impedance ok and no stim, however when tested ring to pocket got pocket stim and low impedances in the 250 ohm range. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).